Event description:
It was reported that loss of capture and undersensing were observed. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.